Event description:
The reporter obtained a 447mg/dl and 163mg/dl blood glucose comparison on the accu-chek advantage system. The reporter states he obtained an additional comparison with blood glucose results 447 mg/dl and 175mg/dl on the accu-chek advantage system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.